Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The technician indicated the guidewire appeared to be a competitor guidewire and was stuck in the lead due to dried blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.